Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The east/west door kit was installed to resolve the reported issue. No report of patient involvement.

Event description:
The hospital reported two missing doors which could cause a patient fall. There was no report of patient involvement.